Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's ultrafiltration (uf) was turned off, but continued to run during a patient's hd treatment. Upon follow up, the registered nurse (rn) said that three hours after the initiation of the patient¿s hd treatment, they complained of cramping. As a result, the uf was turned off. At that time the uf was at 3.4. The patient continued treatment on the machine. At the end of treatment, the uf was at 3.6. The patient was able to successfully complete treatment on the machine. A fresenius dialyzer and bloodline were also in use. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The bmt said that the machine remains out of service as they are waiting for a fresenius field service technician (fst) to arrive. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's ultrafiltration (uf) was turned off, but continued to run during a patient's hd treatment. Upon follow up, the registered nurse (rn) said that three hours after the initiation of the patient¿s hd treatment, they complained of cramping. As a result, the uf was turned off. At that time the uf was at 3.4. The patient continued treatment on the machine. At the end of treatment, the uf was at 3.6. The patient was able to successfully complete treatment on the machine. A fresenius dialyzer and bloodline were also in use. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The bmt said that the machine remains out of service as they are waiting for a fresenius field service technician (fst) to arrive. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.